Event description:
It was reported that the 8110 was clicking while performing the force sensor test. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative bd technical support troubleshoot with customer over the phone.

Manufacturer narrative:
The actual date of event is unknown. The reported issue that the 8110 was clicking while performing the force sensor test was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, spit nut: informed this is due to stripped spit nuts. Recommended sending in for repair. Customer requested part number for the lower housing kit. Customer will most likely send in for repair. No further investigation of this issue is possible at this time, and no patient involvement was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8110 was clicking while performing the force sensor test. There was no patient involvement.